Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to persistant pain. The femoral component, bearing and tray were removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain".